Event description:
It was reported that the right ventricular lead had an increase in impedance and short ventricle-ventricle intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).